Event description:
Healthcare profesional reported that following aortic valve replacement, pt experienced severe aortic regurgitation. After viewing the echo, the surgeon felt the valve was not opening properly. It was decided to rotate the valve 90 degrees, there was no improvement. The valve was removed and replaced.